Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported a general complaint that when taking infusion sets out of the pump the slide clamp does not always close therefore the medication (sometimes chemotherapeutic) leaks. Although requested, there was no further information received.

Event description:
The customer reported a general complaint that when taking infusion sets out of the pump the slide clamp does not always close therefore the medication (sometimes chemotherapeutic) leaks. Although requested, there was no further information received.